Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee arthroplasty, the component was opened to the field, and the inner package was noticed to be covered with a grey film and the inner sterile packaging had a hole in it from the lug on the femoral. There is no indication there was a delay in surgery. Attempts to obtain additional information are in progress, however no further information is available at this time.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. From the returned product evaluation it was determined that, the poly bag has cloudy appearance and also small tear. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause can be attributed to abrasion due to transit. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.